Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-12686. It was reported that the patient presented for a follow-up in clinic. Upon examination, the pacemaker failed to be interrogated, and the right ventricular (rv) lead exhibited an unknown malfunction. The physician explanted and replaced the pacemaker, while capped and replaced the rv lead on (B)(6) 2025 to resolve the issue. The patient was in stable condition.